Event description:
It was reported that the guide wire was positioned to treat a mildly tortuous and calcified distal rca lesion. The guide wire was advanced and went into the rv branch. The guide wire was repositioned several times and eventually prolapsed upon itself. When the guide wire was pulled out, the tip remained in the rv branch. The rv branch was eventually jailed with another stent to prevent the tip from moving. The tip remains in the pt, and the pt is reported to be doing fine.